Event description:
It was reported that the patient had been on therapy for some time and the arctic sun device was alerting low flow. Water flow rate (wfr) was 0.7 l/m. Adult patient with 4 pads connected. Walked through stop therapy, drain, and disconnect pads. Reconnected holding nowhere near clear connectors. Large amount of air in 2 connectors. Nurse stated that they had to turn the patient throughout the day and that was when the alert started occurring. Outlet monitor temperature (t1) was 9.6c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 2113.9, pump hours was 1622.2. Nurse would swap out pads and call back if any additional questions or concerns. Per follow up information received via email on (B)(6) 2023, spoke with nurse who confirmed size large pads had been swapped and disposed of. Once exchanged, there were no further alarms on the device. Patient completed therapy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too low or failed". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had been on therapy for some time and the arctic sun device was alerting low flow. Water flow rate (wfr) was 0.7 l/m. Adult patient with 4 pads connected. Walked through stop therapy, drain, and disconnect pads. Reconnected holding nowhere near clear connectors. Large amount of air in 2 connectors. Nurse stated that they had to turn the patient throughout the day and that was when the alert started occurring. Outlet monitor temperature (t1) was 9.6c, outlet control temperature (t2) was 10.2c, inlet temperature (t3) was 14.8c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 2113.9, pump hours was 1622.2. Nurse would swap out pads and call back if any additional questions or concerns.